Event description:
This is being submitted following a retrospective complaint review. It was reported that during a shoulder arthroscopy, the pump would not shut down or monitor pressure in the joint. The pump did not alarm. The procedure was stopped. It was reported by the user facility that the pt had fluid in the chest wall, arm and neck. Pt discharged home. No further pt intervention reported.